Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient passed out and was taken to the emergency room (ER) with hypoglycemia levels that dropped to less than 70 mg/dl. The patient's bg values also reached 272 mg/dl. For treatment, the patient was given a injection of glucose. The pod was worn longer than 48 hours on the arm. The patient was discharged after 3 hours.